Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the pain pump was not working. The pump was infusing morphine (unknown). No interventions were reported regarding this event. No patient symptoms were reported. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.